Event description:
N/a

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/07/2025. An investigation was conducted on 03/24/2025. Signs of clinical use and evidence of blood was observed. There were no visual defects observed ion the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the the condition of the device as well evaluation results, the reported failure "material twisted/bent wire" was confirmed. A lot history record review was completed for lots 3000456183, 3000446709, and 3000443632 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000456183, 3000446709. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000443632 . There was one ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw and heating element separated from each other. No patient harm. No added incisions or time. Opened new kit to finish the case. No pieces of the device were detached or left in the patient. The separation was just between the jaw and the heating element. Both remained attached to the device.